Manufacturer narrative:
Based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review could not be performed as the lot number was not provided. As there is no evidence that there is any manufacturing issue no corrective actions will be taken at this time.

Event description:
During enterprise stent(enf452212/10247692) assisted coil embolization of the left internal carotid artery (ica) at the ophthalmic artery takeoff, there was resistance when passing the stent through the mid-shaft of the prowler select plus 45 degree microcatheter (606s255fx/lot unknown.) The stent was then deployed prematurely in the hub upon withdrawal. The parent vessel was about 2.8 mm in diameter. Through a 6 french cook flexor sheath (details unknown) both a prowler select plus 45 degree microcatheter and an sl-10 microcatheter(stryker) were placed into the tortuous left ica. A 2.5x4mm target 360 ultrasoft coil(stryker) was placed into the aneurysm without detaching as the enterprise was then advanced through the prowler select plus microcatheter with significant resistance felt. Due to the resistance between the enterprise and prowler select plus, the enterprise did not advance through the microcatheter and was retracted back to the hub of the prowler select plus delivery sheath. At the hub of the prowler select plus the enterprise deployed and was removed. Due to the wide neck of the aneurysm the coil was also removed from the aneurysm since the enterprise could not be delivered. A picture was taken of the left ica at that time and a clot was noticed within the m1 branch of the middle cerebral artery. The cause of the clot formation is unknown. The clot was removed successfully with a penumbra suction device (details unknown) through a 5 maxx catheter (details unknown) and there was no further injury. The coiling procedure was subsequently cancelled due to the clot. There was no apparent vessel damage or trauma prior to removing the devices. There was no coil protrusion noted. The enterprise and prowler select plus did not kink or bend at any time during the procedure. Adequate continuous flush was maintained throughout the procedure.

Manufacturer narrative:
The product will not be returned for analysis and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Revised conclusion: based on the information, the event could not be confirmed. The products were not returned for analysis and a device history record review could not be performed for the microcatheter as the lot number was not provided. In addition there were no anomalies in the manufacturing and inspection process related to lot number of the reported enterprise stent. A definitive root cause cannot be determined of the event could not be determined therefore no corrective actions will be taken at this time.